Manufacturer narrative:
The clinic reported that a laser vision correction patient had an uneven ablation. At the one week post-op exam the patient presented with an uncorrected visual acuity of 1.0 in the right eye (od) and .8 in the left eye (os) with residual astigmatism. Best corrected visual acuity was not performed. The patient reported experiencing a double vision and blurry vision. The clinic clarified that the mirror on the laser above the patient eye was splashed with water and was not detected until after the treatments were completed for the day. This issue impacted 15 patients.

Event description:
The clinic reported that a laser vision correction pt had an uneven ablation. At the two week post-op exam the pt indicated that they were having difficulty with daily activities and were unable to work. The pt was also diagnosed with superficial punctate keratitis. The pt's uncorrected visual acuity was .07 od (right eye) and .05 os (left eye). At the one month post-op examination the pt's best corrected visual acuity is .6 od and .7 os. The clinic clarified that the mirror on the laser above the pt eye was splashed with water and was not detected until after the treatments were completed for the day. This issue impacted 15 pts.

Manufacturer narrative:
An amo field service engineer examined the laser at the customer location and confirmed the water splash on the optic. The optic was cleaned. No other issues were found with the equipment. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.